Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and unexpected restart alarm. Customer's blood glucose reading was 95 mg/dl. Troubleshooting for keypad anomaly was performed. Customer delivered a bolus and the keys worked fine. Customer then replaced the battery on the device and the buttons were unresponsive. Customer advised the time advanced. Customer received an unexpected restart alarm after the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip.